Event description:
It is alleged that the tip (tooth) of one of the blades broke off during surgery and was retrieved. No injury reported.

Manufacturer narrative:
Evaluation results: no product returned. Several attempts made to obtain product.